Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime unit during prime test due to loose and flush drive support disk. No prime alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratched display window, broken reservoir tube lip and shifted end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. The device also alarmed previously motor error. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not know current blood glucose level. Nothing further was reported.